Event description:
The device could not perforate the bone well during surgery. Another perforator was used to complete the case. It was reported that the perforator in question was used although there was something wrong with the spring mechanism at the pre-use spring inspection. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
The customer¿s complaint of "the device could not perforate the bone well during surgery" was not verified. This perforator met functional test acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.